Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to fluttering symptoms. The pacemaker was interrogated, and the health care professional (hcp) called technical services (ts) to evaluate device function. Ts reviewed the stored device data and discussed the findings with the hcp. There were inappropriate atrial tachy response (atr) episodes due to farfield oversensing on the right atrial (ra) channel. The device and ra lead remain in service. No adverse patient effects were reported.